Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, brand name - unknown, expiration date - unknown, date explanted - unknown, 510k number - unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, dislocation was noted on (B)(6) 2013. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 06175 / 08636).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, a dislocation was noted on (B)(6) 2013. The patient was not revised, however, for treatment, the patient underwent a closed reduction procedure on (B)(6) 2013. There has been no revision procedure reported to date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, dislocation was noted on (B)(6) 2013. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.